Manufacturer narrative:
Correction: updating analysis conclusion code from no problem detected d14 to cause traced to non-device related factors ¿ d10.

Event description:
Related manufacturer report number: 2017865-2025-39374 and 2017865-2025-17453. It was reported that the patient presented in clinic with discharge and wound dehiscence at the device site due to infection. The infection was not associated with any abbott product and/or procedure. During the explant procedure, it was noted that the atrial port setscrew was unable to be loosened. The pacemaker, right atrial lead (ra) and right ventricular (rv) lead were explanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.the. Based on the information received, the cause of the reported incident could not be conclusively determined. Results of the investigation are inconclusive since the device was not returned for analysis.

Manufacturer narrative:
The lead was returned following an adverse event with no report of malfunction. Visual examination of the lead found no malfunctions.